Manufacturer narrative:
Exact date unknown, event occurred several years ago. Explant date: 2016. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 15644398.

Event description:
It was reported that the patient was no longer getting adequate pain relief. All device components were explanted and will not be retuned. No further information could be obtained.